Event description:
The customer reported that an 840 ventilator had a blank gui display. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface cpu pcb and power supply. The unit passed extended self-testing.